Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with an empty battery pack. Visual inspection of the pack found crystalized electrolyte throughout, suggesting the batteries had leaked inside the pack. The black wire also appeared to be pinched. Functional testing found the device powered on, primed in under 10 seconds, and functioned normally in both high and low modes when connected to the lab battery pack. No issue or damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery, the device did not have enough pressure and did not spray. When received by the distributor, it was noted that the batteries in the battery pack were leaking. There was no patient harm or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6) g2: foreign country: china.